Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 15nov2018. Philips field service engineer (fse). Fse confirmed the reported issue and replaced the printed circuit board assembly, and video graphics controller to resolve the reported issue. The device successfully passed performance specification testing after the repair was completed.

Event description:
Customer reported no display on monitor. No patient/user harm reported.the event date was not specified; estimate used.